Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter in 2 pieces. The balloon was tightly folded. The hypotube shaft was broken 79cm from the strain relief of the device. The fracture faces were oval as if kinked prior to separation. There were numerous kinks in the hypotube. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the inner and outer shafts presented no damage or irregularities. Inspection of the corewire presented no damage or irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. During unpacking of a 3.0mmx15mm quantum maverick balloon catheter, it was noted that the shaft was fractured at the second marker, approximately 40cm away from the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. During unpacking of a 3.0mmx15mm quantum¿ maverick¿ balloon catheter, it was noted that the shaft was fractured at the second marker, approximately 40cm away from the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.